Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed, the system locked, and a posterior capsule tear occurred during the procedure. There was a leakage of gas so the surgeon decreased the pressure to 110 psi but that did not correct the issue. The surgeon then tried to replace the nitrogen bottle but the hose broke due to the pressure being too high. The system was exchanged and the procedure was completed.